Event description:
A customer contacted baxter's technical service center regarding an unrelated alarm. The home patient (hp) stated that he was treated for peritonitis. Additional information was provided by global pharmacovigilance (gpv). On an unreported date, the patient began treatment with pd4 and extraneal therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip), for peritoneal dialysis (pd). Action taken with dianeal therapies was unknown. The cause of peritonitis was not reported. On (B)(6) 2012, the patient had severe abdominal pain, chills and fever. On an unreported date, the patient went to emergency and received unspecified antibiotic washes. Patient was there for 12-14 hours and discharged with 2 doses of antibiotics for 2 days, then followed by another 2 doses each-once weekly. The patient was still on antibiotics.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.